Event description:
During a colorectal procedure, as the jaws of the i45 stapler were closed a loud sound was heard. Subsequent attempts to reopen the jaws of the i45 stapler were unsuccessful. The device had to be excised from the tissue and was extracted via the trocar. Once the i45 stapler was extracted, it was observed that the clamping assembly had separated from the tube. The procedure was completed by other means.

Manufacturer narrative:
The returned i45 stapler was found to have its clamping assembly separated from the outer tube. This separation occurred with the tube set screw being sheared off. It is believed that this occurred while the device was being extracted through a trocar. The root cause of the original problem of the inability to open the clamping assembly could not be determined.